Manufacturer narrative:
(Additional contact information : (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Verified atmospheric pressure and machine transducer calibrations. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units pressure shown on external monitors is not matching, readings are way off.